Event description:
During the follow-up dated (B)(6) 2015, the battery curve was displayed correctly: the battery voltage measurement at 113 months indicates 5.05 v, and the x-axis shows up to 120 months. During the follow-up dated (B)(6) 2016, the battery curve was not displayed correctly: although the battery voltage measurement at 120 months indicates 4.77 v (eri reached), the x-axis scale stops at 48 months, whereas it should display at least 120 months. An explanation is requested regarding this display issue.

Event description:
During the follow-up dated 20 aug 2015, the battery curve was displayed correctly: the battery voltage measurement at 113 months indicates 5.05 v, and the x-axis shows up to 120 months. During the follow-up dated 17 mar 2016, the battery curve was not displayed correctly: although the battery voltage measurement at 120 months indicates 4.77 v (eri reached), the x-axis scale stops at 48 months, whereas it should display at least 120 months. An explanation is requested regarding this display issue.